Event description:
It was reported that this right atrial (ra) lead was explanted due to it becoming dislodged, with the dislodgement being confirmed by device check. A new device was implanted. No additional patient effects were reported.